Event description:
(B)(4). My procedure was done (B)(6) 2016. Supposedly, the main reason for my surgery was to remove two tumors in my uterus, so since I was going to be sedated and I wasn't planning on having more kids, I asked the doctor to do a tubal ligation; "me thinking it was going to be the normal way of cutting and burning." Doctor never mention to me that he was going to be placing metal inside my body! I just remembered he said essure procedure but "excuse my ignorance" I was thinking it was just the medical terminology of tubal ligation. After the procedure, he just said that he couldn't remove the tumors because they were outside my uterus and he only did the sterilization. It's been one year and have had nothing but pain. When I've been sitting for a while and try to get up, it hurts so much by the inner thigh that it so hard to walk. Pain in tail bone. Loosing so much hair. Within a year I've gained 20 pounds. At this point, I'm so traumatized that can't even sleep and feel I'm going to have nervous breakdown!! Lumps on my hips , rash in my face, no sex strive, painful sex intercourse, loosing so much hair, need to get this coils out of my body asap! Need help.